Event description:
It was reported that the insulin pump alarmed motor error multiple times. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk. Unable to verify the motor error alarms. The motor was tested outside of the device, and passed.